Event description:
It was reported that the patient with this pacemaker experienced a sense of weakness and felt she got shocked. The device was not able to be read with latitude consult. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker experienced a sense of weakness and felt she got shocked. The device was not able to be read with latitude consult. The device remains in service. No adverse patient effects were reported.